Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 528 mg/dl at the time of the incident and her current bg is 425 mg/dl. The customer had a symptom of nausea but customer states she feels ok. Customer also reported that the high blood glucose levels began on (B)(6) 2018. Troubleshooting was performed. There were no leaks or air bubbles but cannula was bent. The customer declined the high pressure test. Ship: mmt-383 / return: nothing